Event description:
Customer reported an auto-off alarm on the insulin pump and was assisted in turning the feature off. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.